Event description:
A customer reported that the instrument veriti dx thermal cycler (catalogue no. 4452300 serial no. (B)(4)) was having an error message - 'error code ox8013.' No patient involvement reported.

Manufacturer narrative:
Device intended use: the applied biosystems veriti dx thermal cycler amplifies human nucleic acid samples for diagnostic applications. The veriti dx thermal cycler is to be used only by operators trained in laboratory techniques and procedures. The instrument was returned to life technologies corporation on (B)(4) 2013 and was repaired by replacing the heated cover. After the heated cover was replaced the instrument was returned to the customer. This is the initial and final report for this issue.